Manufacturer narrative:
Peter sze-yuen yu. "Lower recurrence rate after surgical treatment for primary spontaneous pneumothorax using a digital chest drainage system". 2024, sagepub.com/journals-permissions, doi:1 0.1177/15569845241272153 journals.sagepub.com/home/inv medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study was conducted between 2015 and 2020 on 125 cases of video-assisted thoracoscopic surgery pleurodesis for primary spontaneous pneumothorax. Blebs, bullae, and emphysematous-like changes were resected using either endogia or a competitor stapler. Subsequent mechanical abrasive pleurodesis was performed using an unknown mesh and a chest drain was placed. Complications include postoperative air leak in 13 patients in digital chest drain group and 20 patients in conventional chest drain group. Prolonged chest drain was required for prolonged air leak. There were 4 patients from the digital chest drain system group and 12 patients from the conventional chest drain system group who experienced recurrent pneumothorax.

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study was conducted between 2015 and 2020 on 125 cases of video-assisted thoracoscopic surgery pleurodesis for primary spontaneous pneumothorax. Blebs, bullae, and emphysematous-like changes were resected using either endogia or a competitor stapler. Subsequent mechanical abrasive pleurodesis was performed using an unknown mesh and a chest drain was placed. Complications include postoperative air leak in 13 patients in digital chest drain group and 20 patients in conventional chest drain group. Prolonged chest drain was required for prolonged air leak. There were 4 patients from the digital chest drain system group and 12 patients from the conventional chest drain system group who experienced recurrent pneumothorax. None of these complications were due to the device.